Event description:
It was reported by the customer that they were unplugging the device from ac when they heard an electrical shock type of sound. Thereafter, the device would only operate on battery power. The device does not operate on ac power, nor is the battery being charged. The customer verified that the issue was not the outlet or the ac cord as another device functioned properly with the power cord in the same outlet. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.